Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient expired due to right heart failure and multifocal pneumonia leading to hypoxic respiratory failure. The device reportedly operated as intended without issues or malfunctions that would have contributed to the patient¿s death. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists infection, right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported by the vad coordinator that the patient expired due to right heart failure and multifocal pneumonia leading to hypoxic respiratory failure. It was reported the device operated as intended without issues or malfunctions that would have contributed to the patient's death. The device was not returned for evaluation.